Event description:
In 2005, the pt was presented with an aneurysm in the descending thoracic aorta that extended into the transverse aortic arch. The pt previously had a dacron aortic arch graft surgically implanted. Following the delivery of the gore tag device, the surgeon did an angiography and noticed the left subclavian was not filling. This indicated the tag device had been deployed across the subclavian ostium of the dacron bypass graft previously implanted proximal to the celiac. The pt was converted to an open procedure and the surgeon noticed a distal flare from the tag device was covering a portion of the branches of the dacron bypass graft. The surgeon cut the flair off and implanted an excluder aaa iliac extender into the distal portion of the dacron graft. The pt was then closed and a final angiogram was performed. The completion of the angiogram showed exclusion of the aneurysm and confirmed patency of the dacron graft and arch vessels. The pt was reported as recovering fine after this procedure.